Event description:
I am a type 1 diabetic and have been using the dexcom g6 continuous glucose monitor for over two years. Yesterday, when changing the glucose sensor (in the same way I always change it), an error was immediately reported and I removed the new sensor. I found that the wire filament was missing. After going to the doctor and having imaging done, I found that the dexcom applicator somehow shoved the entire 2+ cm filament wire into my upper arm. I now need to have the wire surgically removed as it is causing me discomfort.